Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and unable to do daily activities as he desires. The iol was exchanged for another company lens model 1 year 7 months after the initial implant procedure. Clinical reason for explant was reported as blurred vision. The patient underwent yag laser procedure and patient distance vision was improved. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Blood and solution was dried on the lens. The lens was cut in half, typical of insertion and removal. The optic had multiple small areas of starburst damage observed in the lens material, typical of damage caused by a yag laser procedure conducted post implantation. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. Based on the information provided, the event does not appear to be related to the product. The file indicated that the company lens, 19.5 diopter (add power plus 2.2 or plus 3.2) lens was replaced with a non company 17.5 diopter lens. The lens was exchanged for a lens with a 2.0 lower diopter difference in power. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Due to the exchange for a 2.0 lower diopter difference lens and the change from a multifocal toric lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Information was provided on the completed questionnaire that the patient had prior lasik and lift flap and laser surgery. The manufacturer internal reference number is: (B)(4).